Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/19/2021. H.6. Investigation: bd received actual samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd has initiated further root cause investigation relating to the issue of defective stopper molding through CAPA#796739. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer reported about the damaged rubber component within the cap." Bdj received an actual sample and confirmed the black fm which looked generated from the defective molding of rubber stopper existed between hemogard cap and stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "the customer reported about the damaged rubber component within the cap." Bdj received an actual sample and confirmed the black fm which looked generated from the defective molding of rubber stopper existed between hemogard cap and stopper.